Event description:
It was reported that patients ipg was at the end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed of by the facility.